Event description:
Our rep reports that during a knee repair, a portion of the distal end of a screw driver broke off into the fixation device whilst the surgeon was torquing the screw in place. The fragment remains captured within the screw within the body. The case was concluded successfully without further incident or harm to the pt. Surgeon is comfortable with the issue and has no plans to revisit the site to remove the fragment.

Manufacturer narrative:
We are awaiting the receipt of the complaint device towards conducting a root cause physical analysis. The conclusions of our investigation will be the subject of the follow-up report.